Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the first proximal stent strut was lifted and pulled distally. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 08 mar 2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly toruous and severely calcified mid left anterior descending artery. A 3.00 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury nor complications were reported. However, returned device analysis revealed stent damage.